Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator was delivering an incorrect oxygen percentage. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was delivering an incorrect oxygen percentage. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.